Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitant medical products: 6570141, 02-012-60-1425 - logic stem ext 14mm x 25mm. 5394043, 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5. 6531093, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t. 6528382, 200-02-35 - three peg patella 35mm. 6663882, 201-78-15 - holding pin mini sharp point 4 pk. 6635678, 201-78-98 - 2 pk, schanz pin, 4mm x 130mm. 6638802, 201-78-98 - 2 pk, schanz pin, 4mm x 130mm. 6515059, 204-70-00 - tibial stem ext. Screw. S103686, 521-78-23 - threaded pin size 2.3 collared 2pk. S101360, 521-78-32 - threaded pin size 3.0 collarless 2pk. S101383, 521-78-32 - threaded pin size 3.0 collarless 2pk. H6. Investigation: the tibial insert, serial number (B)(6), is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that this patient had an initial left knee arthroplasty (B)(6) 2020 and then approximately 1 year, 10 months, later on (B)(6) 2022 had a revision surgery for an unreported reason. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.